Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the device had a power on reset occur. A saved to disk was requested to be sent in. The device remains in use. There were no reported patient complications as a result of this event.